Event description:
It was reported that the target lesion was located in the left main to the proximal left anterior descending artery (lad). After intra-vascular ultra sound (ivus) was performed, the 3.5 x 15 mm tenku balloon was used for pre-dilatation. The balloon catheter was inflated at 12 atmospheres (atm), then again at 14 atm, and then inflated for a third time to 14 atm. However, after the third inflation, the balloon could not be deflated. A inflation device failure was suspected and the inflation device was exchanged for a new one; however, the balloon still could not be deflated. The balloon was attempted to be retracted through the guiding catheter, however, as the balloon was still inflated, it could not be retracted. The guiding catheter was intentionally disengaged from the coronary ostia, and the balloon was able to be retracted; however, not enough to removed fully. A guide wire was used to in an attempt to rupture the balloon, but the attempt failed. Several inflations and deflations were attempted, and appeared successful as the balloon was able to move back and forth inside the guiding catheter and was able to be retracted with the guide wire as a single unit. The balloon was inspected outside the anatomy,and it still remained inflated and the tip of the balloon appeared to be inside out. The guide wire was not damaged was re-advanced to the lesion and used to implant stents. Post-dilatation was performed with a high pressure balloon and ivus was performed to complete the procedure. There was no report of a clinically significant delay in the procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bwm universal, neos route; guide cath: britetip 6f xb3.5. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.